Manufacturer narrative:
(B)(4). Review of device manufacturing record history confirmed device met pre-release specifications. The device was returned and investigation is currently in progress.

Event description:
The following was reported to gore: a gore® viabahn® endoprosthesis was to be implanted in the patient's right upper arm in an arteriovenous application. The viabahn device was being deployed at the intended treatment site and about two-thirds of the device expanded when the deployment line became stuck and would not release. After unsuccessful attempts to release the deployment line, a larger sheath was inserted, the partially deployed viabahn device was pulled into sheath and removed from the patient. The procedure was rescheduled.

Manufacturer narrative:
The engineering evaluation state a delivery catheter and a partially expanded endoprosthesis were returned without the deployment knob and deployment line. Approximately 3.3 cm of the endoprosthesis was expanded at the tip-end of the device, and about 0.8 cm of the endoprosthesis was still constrained by the inner braided constraining line. Approximately 8cm of deployment line fiber was connected to the constrained portion of the endoprosthesis. Tape and graft damage to endoprosthesis were observed near the constrained portion. Based on the device examination performed, no manufacturing anomalies were identified.